Event description:
End user reported she has red, painful bumps above her stoma which she first noticed last summer.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user saw a doctor who prescribed a silver nitrate sticks, which the end user stated she uses to cauterize the lesions when they appear. There was a discussion with the end user regarding the cause of these lesions and it is likely related to poor fitting appliance. The end user stated she has not measured her stoma and also stated that she can see skin at the superior aspect when she applies her pouch. There was also a discussion regarding how to measure her stoma, the need to use products to caulk any gaps, the end user stated she sometimes uses brava paste and rings. It was stated that samples would be sent to the end user. No additional pt/event details have been provided to date. Should additional info become available a follow up report will be submitted. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2014. Note: the actual date of event (b3) is unk so the date used was the date convatec became aware.